Event description:
The patient has recently been having syncopal events associated with right arm movement. This is the second replacement of a ventricular lead for this patient. The ventricular lead was placed in 2006.